Event description:
Sanofi-aventis rec'd initial info from a consumer on 24-nov-2008: a female rec'd treatment with hyalgan for a broken shoulder that healed and later separated. The head of the humerus was reported to be "dead" and she had extreme pain and was awaiting shoulder replacement. She stated that hyalgan was very helpful in easing the pain. She had her first round of hyalgan nine months ago with fived injections. Her second round began in early of the month. Her third injection of her second round was two weeks later. Within ten mins of receiving hyalgan, she had magnetic resonance imaging (MRI) and a computed axial tomography (cat) scan done. After review of the tests, her physician advised her that she had lymph node cancer appearing in her neck and underarm lymph nodes. At the time of the report, her condition was ongoing and she discontinued hyalgan. Concomitant medications included morphine (slow-acting, oxycodone and acetaminophen (percocet), zolpidem (ambien), and alprazolam (xanax). No further relevant info reported. Add'l info from prod technical complaint report case dated 09-dec-2008 and rec'd by 09-dec-2008: no batch number was rec'd on this complaint; therefore, no investigation can be conducted. This complaint will be closed.